Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with no horizontal coaptation and a previous non-ischemic dilatated myocardiopathy. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties with imaging occurred, and post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip was inserted and deployed onto the mitral valve, reducing mr to a grade of 2. It was noted that the patient was stable and fine. There was no clinically significant delay in the procedure